Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten months post implant of the implantable cardiac monitor (icm), the device had eroded through the skin. The implant site was red and swollen. It was further reported that the patient had an infection. The patient was treated with antibiotics and the icm was removed. No further patient complications have been reported as a result of this event.